Manufacturer narrative:
Batch review performed on 20-sep-2022: lot 179684: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 years and 11 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (11mm) with a thicker one (17mm). The surgery was completed successfully.